Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0r2rt, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that that her device was broken, and it was clarified that the lead from the battery was broken. The patient had met with a manufacturing representative (rep) and they checked the device and felt that where the battery and lead connected had become disconnected. The patient's bladder had stretched almost two months ago and it was following this that she was not having improvement and started to have flank pain. They did lab work and a CT scan and everything came back fine. But the pain was so bad that she thought she was having a kidney stone, but it turned out the pain was because of the interstim. After her meeting with her healthcare provider (hcp) and rep, she thought they would be scheduling a surgery soon to correct the problem. However, the implanting surgeon was currently out of town and all of the interstim hcps were away. The patient felt her insides were on fire, she felt current, it electrocuted her in different areas, and it would hurt when she moved. It was sending out a signal but not coming back to the battery. The patient also lost control because it had paralyzed the colon, and she was wearing a diaper. The device was turned off but then her urgency was so bad with it off that she decided to turn it back on again because she still did get some therapeutic effect with it on. A rep later reported that they met with the patient. The lead was not detached, it was just broken. There was impedances >4000 on 75% of pairings at 1 and 1.5 amps. The patient complained of burning, shocking and irritation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. The patient's relevant medical history includes gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturing representative reported that an impedance check was done. The cause of the broken lead was determined to be several falls that the patient had. The lead and implantable neurostimulator were replaced and the issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she experienced a burning sensation and "electrician." Months after device implant, the device broke because of the placement. The patient's healthcare provider noted it was broken and fixed the broken device.

Manufacturer narrative:
Product ID: 3889-28, lot# va0r2rt, implanted: (B)(6)2015, product type: lead, product ID :3889-28, lot# va0r2rt, implanted: (B)(6)2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported in april of 2015 the battery and lead was installed wrong and not connected. The patient stated she was electrocuted, the energy was just running out of the device. There were no further complications that have been reported as a result of this event.